Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that his sugar level elevated due to bent cannula. The customer also reported a battery alarm.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.